Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper difficult to remove. The following information was provided by the initial reporter. The customer stated: the vacuum blood collection tube is used on the abbott assembly line, because the cover of the vacuum blood collection tube is not completely detached, causing damage to the abbott instrument rotating needle, which has caused damage to 15 sampling needles on the equipment demand compensation